Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer rail broken. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer rails were broken. A field service engineer (fse) inspected the full height (fh) drawer 5 and verified that the rh rail failed due to bearing cage damage. So, the fse installed replacement slide rail and reseated all drawer connections. After that the fse rebooted the system and updated all the firmware update process control pcb for 30 minutes. Tested operation in application and hardware test application (hta) diagnostics with no issues noted. The system functioned as intended after the field service engineer repaired the device.